Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
It was reported that a patient underwent a gynecological procedure in (B) (6) 2010. During the procedure, the device was not cutting as well as the surgeon expected. The device was still used for the procedure which was completed with no adverse patient consequences.